Manufacturer narrative:
(B)(4). Device labeling: "the pt must be informed that there are potential side effects linked to this procedure, which can either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain or pressure or both, occurring after the injection. These reactions may last for a week. Haematomas. Induration or nodules at the injection site. Staining or discolouration of the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Allergan representative reported receiving a report from the physician who noted that after injection in the left cheek with juvederm ultra plus xc, the pt experienced edema, erythema, induration, pain and local heat twelve hours after injection. Treatment of manual lymphatic drainage massage, antibiotics, anti inflammatory, and systemic corticoid was provided, but it is unk if symptoms are still present.